Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2019, the patient returned to the emergency department (ed) for worsening pain and redness. Ascending erythema was noted. The patient was afebrile with white blood count (wbc) 7.7 and no systemic symptoms. The patient was admitted to the hospital and started on intravenous (IV) vancomycin. Blood cultures drawn twice and resulted in no growth detected. Vancomycin was transitioned to oral clindamycin for a 10-day course and the patient was discharged home. Type of treatment included hospitalized; changes to medication; oral antibiotics and parenteral antibiotics. No additional information provided.